Event description:
No additional information was provided.

Manufacturer narrative:
(B)(4) - supplemental MDR - needle clogged/blocked. No samples or photos received by our quality team for evaluation. Furthermore, a device history record review was completed for provided batch number 2024137. A review showed no rejected inspections or quality issues during the production that could have contributed to the reported defect. Previous investigations have revealed that process variations during the needle lubricant application can create clogged needles. Corrective and preventative actions have been implemented. Several quality initiatives have been implemented on our manufacturing line to ensure that the needle lubricant application is properly applied during the manufacturing process. Additionally, a monitoring program is also in place to verify the needle lubricant is applied uniformly to the needle.

Event description:
Material#: 305916; batch#: 2024137. It was reported that the bd safetyglide needle was clogged / blocked. The following information was provided by the initial reporter: verbatim: rcc received a complaint via email. Email(s) attached. This has occurred on a daily basis, today for example I had several with the same problem lot 2024137; 12/31/2026. When putting the needle on the syringe there is pressure and unable to push the liquid out. Additional information provided: date of event: ongoing did the event directly, or indirectly involve a patient or user? Pushing air through the needle, prior to injection the patient. Any sample or photo available for investigation? If yes, are you able to provide the address of the facility for us to ship the return label? Sent sample with the previous complaint (B)(4). Did the event interrupt the administration of any medication, or cause a clinically significant delay in medication, that negatively impacted the patient? If yes, please provide details. No.

Manufacturer narrative:
B.3. The date received by manufacturer has been used for this field. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.